Event description:
It was reported that at an unknown time post op, pt sustained a trauma. At a routine office visit approx 6 weeks post op, x-rays showed that two set screws (l5 right and left) had "popped out." Revision surgery was performed approx 2/1/2 months post op. It is unknown if the trauma caused or contributed to the event.